Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. During the procedure, the blade was not cutting and appeared dull. The device was replaced and the case was successfully completed with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.